Event description:
During a starr procedure, the ring was broken and the device could not be removed properly. The 2nd device did not make the typical noise. It was noted how the case was completed. There was no pt consequence.